Event description:
The facility's risk management dept. Reported when the IV set was removed from the pump, the valve (clamp) did not close and the pt continued to receive propofol at an open rate. The pt was in a medial intensive care unit and was intubated. The pt had a triple lumen central line. A 100 ml bottle of propofol was being infused via either "second or third chamber" of the pump at a rate of 10 ml/hr, which was reported to be 20 mcg/kg/min. Propofol was infusing via a separate central line lumen. Two other lumens of the central line and two remaining channels of the pump were also in use. One of them was infusing fentanyl at an unk rate. The propofol drip was increased to 24 ml/hr, which was reported to be 50 mcg/kg/min. The last reported rate prior to the event was 12 ml/hr, which was 20 mcg/kg/min. At approximately 1:30 pm, the propofol drip was discontinued and the nurse unloaded the tubing. The nurse went to the mediation room to obtain potassium to be placed on the same pump, on the channel that previously had propofol. At that time, there was approximately 25 ml left in the propofol bottle. When the nurse returned, 20 ml had reportedly free flowed to the pt "in a couple of minutes". As a result, the pt became hypotensive, bradycardic, and went into a comatose state. The pt remained in a coma for approximately 20 minutes. During that time, the pt required IV bolus of neosynephrine, on ampule of epinephrine, and 1 liter of hextend given intravenously. According to the facility's risk manager and the nursing director, the pt fully recovered and no sequelae resulted. The pump remained in use until the next day, when the nurse reported "the second chamber would not shut off" and was not working. The nurse obtained a new pump and removed this pump from the pt use. This event was also submitted via 30 day medwatch #6000001-2004-02176.